Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: ddbb1d1, ICD; implant: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient had their implantable cardioverter defibrillator (ICD) and leads removed due to bacteremia. No allegation of performance issue with the device/lead. No patient complications have been reported as a result of this event.